Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 21361438. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient lost coverage due to lead migration. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.